Event description:
A nurse called to report that the customer was hospitalized for dka. Troubleshooting was performed. The pump passed the functional testing. It was stated that the customer was vomiting, bgs were high, and the customer gave 2u bolus. The set was not changed. However, the set was changed by the time of call and bgs were coming down. It was indicated that a diabetes nurse specialist downloaded the pump. The dns stated that the basal were not the same at the time of the admission. Also it was informed that the pump was in suspend for forty minutes and the customer did not press the escape button when the pump was finished priming.